Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they installed test mixing pump to cool in decontamination.

Event description:
It was reported that they installed test mixing pump to cool in decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit would not cool. Serviced the mixing pump. Pt1 and pt2 connectors on the isolation circuit card have been pulled forward cracking the solder joints connecting them both to the circuit card surface. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Completed the 2000-hour pm procedure on the device. Replaced isolation circuit card sn (B)(6) with sn (B)(6). Serviced the circulation pump. Replaced heater lot 1739 with lot 2231, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. Upgrades completed included replacing the control panel coin cell due to age the device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # (B)(4). An electrical safety test was performed. A 45 hour burn in was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.